Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/23/2023, it was reported by a sales representative via email that an ar-2324pslc peek-swivelock anchor broke in half at the midbody. This was discovered upon insertion in the tibia during an acl backup fixation procedure on (B)(6) 2023. Additional information received on 6/26/2023: all the broken fragments were retrieved from inside the patient. The case was completed by opening a different ar-2324pslc and redrilling for that implant.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.